Manufacturer narrative:
Evaluation revealed the broken nail and the broken locking screw to be the primary products. The lag screw is considered an associated product. Failures in material or manufacturing of the nail kit and the locking screw returned were not found. The affected items reported were documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail. Due to the damage the original dimensions of the locking screw have changed; thus, dimensional examination was not appropriate. The received nail and locking screw have been implanted on (B)(6) 2016 and were found to be broken after 6.5 months, on (B)(6) 2016. The received nail is completely broken in the webs of the proximal lag screw thru hole. The locking screw is completely broken approx. Midshaft. According to the damage and the evidences of the breakage surfaces, the nail and the screw broke in a fatigue fracture due to massive overload. This is supported by the user since the root cause of the reported event is already stated in the original per form; pseudarthrosis was confirmed on (B)(6) 2016. However, significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the anterior web; they progress through the entire bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture by a notching effect at the lateral edge of the anterior web. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole of the nail indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the breakages of both the nail and the locking screw are not linked to a deficiency of the devices, but are rather considered patient related (pseudarthrosis) contributed by intra-operative damage by a deviated step drill. The reported impaired healing of the fracture site and the resulting prolonged axial and torsional overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole followed by the fatigue fracture (and the fatigue fracture of the locking screw, as well) after an implantation duration of approx. 6.5 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It is reported by the of the hospital that a patient came in with pain. A CT has been taken and it has been observed that the g3 nail is broken. The revision surgery has been performed on (B)(6) 2016 because of medical reasons of the patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the of the hospital that a patient came in with pain. A CT has been taken and it has been observed that the g3 nail is broken. The revision surgery has been performed on (B)(6) 2016 because of medical reasons of the patient.